Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer's reported problem regarding delivery accuracy was able to be duplicated. During the investigation, three separate delivery accuracy tests were performed and at least one test was outside the pump's delivery accuracy manufacturing specifications. According to the investigation, the pump expulsor will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump "failed accuracy by -10.08%". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.